Event description:
Procedure: lap pouch. According to the reporter: the surgeon had to staple the colon very low. He placed the ta stapler around colon, handle was squeezed as far as it can go. Fired and cut colon. Then he noticed that no clips were placed in the tissue and therefore, no staple line! They had to suture the colon from rectum doing a pursestring suture. No tissue damage or surgical intervention. Did not cause more than 250 cc bleeding. The issue thickness was evaluated before. Nothing fell into pt (no clips in the stapler). Operative time was extended around 45 minutes.

Manufacturer narrative:
(B)(4).